Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported "left side deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ crease flat is observed. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported "left side deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted and replaced.